Event description:
"Pump malfunction" sn (B)(4) "03/24/2019", patient did not replace the batteries and internal battery died and pump setting was erased. Patient has back up functioning pump and we are sending u.s. Same day courier for replacement pump. Production use error is selected "yes" due to the patient not changing batteries and pump erasing programming due to it. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? No. Did we replace device? No. Reported to (B)(6) by: patient/caregiver. Strength: 10mg/ml. Dose or amount: 40ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.